Manufacturer narrative:
Integra has completed their internal investigation 06/23/2015. Results: product not released for inspection. This item was manufactured on march 12, 2015 and a review of the DHR containing lot # 1150092 showed that this lot passed the required inspection points without mrrs or variances one rework was issued for this lot at a later date to relabel in response to an order error. There is no service history for this item. No manufacturing or design related trend has been identified. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.

Event description:
A pt incurred a laceration to his scalp after placement of the mayfield "tongs." The laceration required stapling. Additional info has been requested. (B)(4).

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.